Event description:
Country of complaint:(B)(6). Breaking and detachment of thread of the arming zone.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 16 unopened and 2 opened racepacks. There are no previous complaints of this code batch. The (B)(4) units of this code batch were manufactured and distributed, there are no units in stock. Received 16 closed samples and 2 open and manipulated samples, one of them with the needle detached from the thread (there is no needle inside). Knot pull tensile strength and needle attachment testing of the closed samples received was completed and the results fulfill the requirements of the OEM. As stated in the instructions for use: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.